Event description:
Vertical break on fi02 adjustment collar. This could result in problems with diluting fi02 at higher fi02 settings if not detected prior to setup. Apparently, this is a recurring problem as it has been noted on other occasions.